Event description:
The user facility reported that steam was leaking from their reliance 444 washer and filling the room. The fire alarms were triggered and the user facility turned off the steam. No employees/operators were present in the room during the time of the reported event. No injuries or procedural delays/cancellations were reported.

Manufacturer narrative:
A steris service technician inspected the unit and found the flexible steam line from the facility's connection to the unit had ruptured causing the steam to leak. The technician replaced the hose and components, ran a test cycle and confirmed the unit to be operational.